Event description:
It was reported that there was sensing difficulty, oversensing, noise, and that the patient was shocked. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.